Manufacturer narrative:
Per a good faith effort (gfe) response, the customer stated that there was a connection internally that was not fully connected. Once the connection was restored, the customer confirmed that the issue was resolved, and the ventilator was working correctly. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 110b proximal pressure autozero failed error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device gave a 110b proximal pressure autozero failed error. The rse troubleshot the device with the customer, and the customer stated that no flow sensor work had been performed. The customer reseated the data acquisition (da) printed circuit board assembly (pcba) and was going to attempt to power on the device to see if the issue still occurred. The rse informed the customer that the da boards could be swapped with another device to see if the problem still occurs and to determine which part to order. The customer requested the part number and price for both solenoids and the da pcba, and the rse provided the customer with the part numbers and prices for repair. The investigation is ongoing.